Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, the valve dislodged upwards. After two implant attempts and recaptures, due to dislodgement, the valve was implanted at a depth of approximately 10-12mm. No adverse patient effects were reported. Five days post valve implant, the patient had a stroke with some vision loss. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve dislodged upwards into the ascending aorta due to a narrow left ventricular outflow tract (lvot). The physician stated that all the recaptures could have caused the stroke. Treatment was initiated, however, the nature of the treatment was not provided. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.